Event description:
It was reported that ten (10) sterile repeater pump tube sets had black particles on the hose area. The particles appeared to be fixed. This was discovered during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.